Event description:
The customer reported the system would not power up and there was a loud tone audible. Problem did not occur during a case.

Manufacturer narrative:
The ge service rep could not duplicate the problem. The system booted with no issues. The rep verified system boot and fluoro function. System operates as intended.